Event description:
It was reported that one day after implant this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) channel. Boston scientific technical services (ts) reviewed the noise episode and discussed that the noise appeared consistent with the minute ventilation (mv) signal. Troubleshooting recommendations were provided and programming the mv sensor off was advised. The physician performed the recommended testing and reprogramming. The ra lead is another manufacturer's product. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that one day after implant this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) channel. Boston scientific technical services (ts) reviewed the noise episode and discussed that the noise appeared consistent with the minute ventilation (mv) signal. Troubleshooting recommendations were provided and programming the mv sensor off was advised. The physician performed the recommended testing and reprogramming. The ra lead is another manufacturer's product. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to an updated conclusion code.